Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that an occlusion alarm occurred. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. A correction bolus via the pump was delivered to address bg. System check was performed with tandem technical support and no issues were identified. Customer cleared the alarm and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.